Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had just received the pump and it was connected to a power source. Reportedly, the pump would not turn on. The pump was left charging for an extended period of time however, remained off. The charging supplies were confirmed to be successfully charging another device. There was no patient involvement, as the pump was not being used on the patient at the time of the event. Reportedly the customer has a backup pump as alternate insulin therapy until the replacement pump is received.